Manufacturer narrative:
Ps313928 method: the complaint bc191 flexitrunk nasal tubing was not received for evaluation. Our investigation is based on the customer's description of events and photograph provided. Results: the customer has stated that the bc191 tubing was torn. The provided photograph of the complaint device showed a torn flexitube between the 4th and 6th spiral from the trilumen tube. Conclusion: we are unable to determine root cause without a device. Previous investigations into this type of failure have indicated the tear is likely to have been caused by pulling of the nasal tubing. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A hospital in california reported via a fisher & paykel healthcare (f&p) field representative that a flexitrunk infant nasal tube had a split in the tubing. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint bc191 flexitrunk nasal tubing is currently en route to fisher & paykel healthcare (B)(4) for further investigation. We will provide a follow up report upon the completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a flexitrunk infant nasal tube had a split in the tubing. No patient consequence was reported.